Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpediant delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the aneurysm was 120 mm in length x 70 mm in diameter. Vessel morphology is unknown. The pt has a history of renal disease. It was reported that the bifurcated stent graft was deployed lower than intended; therefore, an aortic cuff was added due to the presence of a proximal leak. Final angiogram demonstrated no endoleak and acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.